Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the inner seal of the trocar tore during the procedure. There was no consequence to the patient.